Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in to server. A technical support specialist (tss) found that the structured query language log or backup folder had grown significantly and was consuming most of the available disk space on a system configured with approximately 100 gigabyte per drive. Structured query language backups were reduced to reclaim space, leaving 19.6 gigabyte free. It was identified that the system did not meet bd pyxis es all in one deployment recommendations for disk space and memory. The cleanup performed was a temporary fix, and capacity upgrades were required to prevent recurrence. The customer increased the drive space and random access memory as recommended. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.